Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported failure to advance and the subsequent treatment appears to be related to the circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The 2.0x20mm mini trek referenced is filed under a separate medwatch MFR number.

Event description:
It was reported that the 2.0x20mm mini trek was used to predilate the lesion in the heavily calcified, heavily tortuous, distal left circumflex coronary artery. A dissection was noted after predilatation. The 2.8x16mm graftmaster was inserted to treat the dissection, but the graftmaster was unable to cross the vessel. A non-abbott 2.5x30mm stent was able to cross the lesion and complete the procedure. The non-abbott stent treated the dissection and the stenosis. There were no adverse patient effects. No additional information was provided.